Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. No unexpected restart noted and the missing setting could not be verified due to motor error. No damage found on the interface board. The device was also received with a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump restarted itself during fixed prime and erased the settings. The customer repeated the prime and had a motor error alarm. The alarm history also showed a motor position encoder error alarm. The blood glucose at the time of the incident was 182 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.